Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they feel jittery and almost like they are being shocked sometimes. Patient stated they don't know if they are overstimulated or not. Patient stated that they never turned off their stimulation, except when they had an x-ray at the dentist's office. Patient mentioned that they turned down their stimulation as time goes on. Patient also noted that they still have pain in their back and are unsure whether they should turn the stimulation off at night or leave it on. Patient stated that they have tried switching to different groups and adjusting their intensity settings. Patient is currently using group a with an intensity of 2.1. Patient mentioned that if they increase the intensity too much, they feel a tingling sensation when they put their head or legs back. Patient confirmed they have not noticed any problems with their external equipment. Agent reviewed information. For the event date, patient stated couple of weeks, maybe may. The patient was redirected to their healthcare provider to further address the issue.